Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red, itchy, burning skin irritation under the straps. There was no alleged device malfunction contributing to the irritation. The patient¿s sister who is a doctor recommended cortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.